Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of end user that the adhesive fell apart and infusion set detached after approximately one day in use. Blood glucose level was not impacted. No adverse health outcome resulted from this event.